Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pain back ('pain: back') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 626402, 628402) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: impression: 1. Uterine size within normal limits. 2. Endometrial canal echo complex is prominent in size for the menstrual history 3. Left ovary unremarkable 4. Complex cystic mass in right ovary likely representing a physiologic hemorrhagic cyst. Concurrent conditions included pain in hip, breast tenderness, weight gain, libido decreased, neck pain, arthralgia multiple, loss of sensation, intervertebral disc protrusion, neuropathic pain, hemorrhagic cyst, polymenorrhoea, incontinence, vaginal discharge, uterine bleeding, uterine cramps and pelvic adhesions. Concomitant products included levonorgestrel (mirena) for menorrhagia as well as fluoxetine hydrochloride (prozac), gabapentin, ibuprofen, naproxen, paracetamol (tylenol) and sultopride hydrochloride (topral). On (B)(6) 2008, the patient had essure inserted. In 2012, the patient experienced dyspareunia ("pain: dyspareunia (painful sexual intercourse)"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)/abnormal bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2013, the patient experienced dysmenorrhoea ("pain: dysmennorhea (cramping)"). On an unknown date, the patient experienced pain back (seriousness criteria medically significant and intervention required), fatigue ("other injuries/symptoms- fatigue"), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain"), low back pain ("lower back pain") and pelvic pain ("pelvic pain female"). The patient was treated with surgery (oophorectomy (unilateral),salpingectomy (bilateral)'hysterectomy (partial)). Essure was removed on (B)(6) 2016. At the time of the report, the pain back, dysmenorrhoea, dyspareunia, menorrhagia, fatigue, genital haemorrhage and low back pain had resolved and the vaginal haemorrhage, abdominal pain lower and pelvic pain outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pain back, pelvic pain, vaginal haemorrhage and low back pain to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), back pain, menorrhagia (heavy menstrual bleeding) and fatigue. Previously reported essure insertion date : (B)(6) 2008 complications during removal surgery? Other. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: bilateral occlusion. Findings: . Retroverted uterus with no evidence of spill of any of the radiopaque contrast into either fallopian tube and the placement of the essure devices bilaterally.. Ultrasound pelvis - on (B)(6) 2016: the uterus measures 9.3 x 5.5 x 4.4 cm with mildly heterogeneous echotexture. The endometrial complex is 5 mm in thickness and uniformly echogenic. The right kidney measures 3.4 x 2.6 x 1.5 cm and contains a small follicular cyst. Arterial flow is confirmed. The left ovary measures 2.2 x 1.7 x 1.5 cm and is unremarkable in appearance. Arterial flow is confirmed. There is no abnormal fluid collection in the pelvis. Areas of increased echogenicity in the bilateral adnexa are likely related to fallopian tube clips or coils.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia and menorrhagia quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs+mr received. Lot number received. New events: abnormal bleeding (general),abnormal bleeding (vaginal), lower abdominal pain, lower back pain, pelvic pain were added. Outcome for events added. Concomitant conditions and drugs added. Lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 626402-valid, 628402-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: impression: 1. Uterine size within normal limits. 2. Endometrial canal echo complex is prominent in size for the menstrual history 3. Left ovary unremarkable 4. Complex cystic mass in right ovary likely representing a physiologic hemorrhagic cyst. Concurrent conditions included pain in hip, breast tenderness, weight gain, libido decreased, neck pain, arthralgia multiple, loss of sensation, intervertebral disc protrusion, neuropathic pain, hemorrhagic cyst, polymenorrhoea, incontinence, vaginal discharge, uterine bleeding, uterine cramps and pelvic adhesions. Concomitant products included levonorgestrel (mirena) for menorrhagia as well as fluoxetine hydrochloride (prozac), gabapentin, ibuprofen, naproxen, paracetamol (tylenol) and sultopride hydrochloride (topral). On (B)(6) 2008, the patient had essure inserted. In 2012, the patient experienced dyspareunia ("pain: dyspareunia (painful sexual intercourse)"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)/abnormal bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2013, the patient experienced dysmenorrhoea ("pain: dysmennorhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain back ("pain: back"), fatigue ("other injuries/symptoms- fatigue"), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain") and low back pain ("lower back pain"). The patient was treated with surgery (partial hysterecomy with bilateral salpingectomy and unilateral oopherectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage and abdominal pain lower outcome was unknown and the pain back, dysmenorrhoea, dyspareunia, menorrhagia, fatigue, genital haemorrhage and low back pain had resolved. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pain back, pelvic pain, vaginal haemorrhage and low back pain to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), back pain, menorrhagia (heavy menstrual bleeding) and fatigue. Previously reported essure insertion date : (B)(6) 2008. Complications during removal surgery? Other . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: bilateral occlusion. Findings: . Retroverted uterus with no evidence of spill of any of the radiopaque contrast into either fallopian tube and the placement of the essure devices bilaterally.. Ultrasound pelvis - on (B)(6) 2016: the uterus measures 9.3 x 5.5 x 4.4 cm with mildly heterogeneous echotexture. The endometrial complex is 5 mm in thickness and uniformly echogenic. The right kidney measures 3.4 x 2.6 x 1.5 cm and contains a small follicular cyst. Arterial flow is confirmed. The left ovary measures 2.2 x 1.7 x 1.5 cm and is unremarkable in appearance. Arterial flow is confirmed. There is no abnormal fluid collection in the pelvis. Areas of increased echogenicity in the bilateral adnexa are likely related to fallopian tube clips or coils.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia and menorrhagia lot number 628402 is invalid. Lot number:626402 manufacture date: 2008-01 expiration date: 2009-12 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('pain: back') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("pain: dysmennorhea (cramping)"), dyspareunia ("pain: dyspareunia (painful sexual intercourse)"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)") and fatigue ("other injuries/symptoms- fatigue"). The patient was treated with surgery (oophorectomy (unilateral),salpingectomy (bilateral)'hysterectomy (partial)). Essure was removed on (B)(6) 2016. At the time of the report, the back pain, dysmenorrhoea, dyspareunia, menorrhagia and fatigue had resolved. The reporter considered back pain, dysmenorrhoea, dyspareunia, fatigue and menorrhagia to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), back pain, menorrhagia (heavy menstrual bleeding) and fatigue. Previously reported essure insertion date: (B)(6) 2008. Complications during removal surgery? Other. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2009: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received-previously reported event "injury" updated to "dysmenorrhea (cramping)", events- "dyspareunia (painful sexual intercourse), back pain, bleeding: menorrhagia (heavy menstrual bleeding) and other injuries/symptoms- fatigue",lab data, patient demographic added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.